Manufacturer narrative:
We were unable to confirm the customer complaint regarding a leak, as the 3-spike disposable set was discarded at the hospital and unable to be returned for investigation. The manufacturing records of the associated lot were reviewed; nothing notable was observed. All 3-spike disposable sets manufactured are 100% leak tested prior to release. The retention sample was tested and no leaks were observed. It was reported that there was no injury to the patient. We will continue to monitor for similar reports of this nature.

Event description:
On september 10, 2018, the belmont sales representative received a call from the clinical educator at the user facility, stating that the staff noticed a leak coming from the top of the 3-spike disposable set while the belmont rapid infuser was in use. The tubing was replaced and the implicated disposable set was subsequently discarded.